Event description:
A third party service agent contacted stryker to report that a customer¿s device had a pogo pin spring failure. This may prevent the device from powering on which may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the pogo pin was observed to fall into its barrel. The failed pogo-pin would have resulted in the device emitting a red status led and failure chirp, as per the reported fault, as the device was failing to power on and complete a self-test. The fault was attributed to a faulty terminal pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A third party service agent contacted stryker to report that a customer¿s device had a pogo pin spring failure. This may prevent the device from powering on which may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.